Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The root cause is the surgeon's decision to use a shorter implant as a precaution.

Event description:
In (B)(6) 2018, the surgeon performed a left side si joint arthrodesis on the patient placing two implants along with an iliosacral screw on a pelvis trauma case. The patient complained of continued radiculopathy that he had before the procedure. Imaging confirmed that neither of the implants had breached the neuroforamen, but the surgeon decided to remove the longer implant and replace it with a shorter implant as a precaution due to the patient's history of sciatica. Three days after the initial procedure, the surgeon performed a revision procedure where he removed the 70 mm implant and replaced it with a shorter implant, 55 mm, using the explant void. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.